Manufacturer narrative:
The following fields have been updated due to additional information: correction: after further evaluation of the complaint, it has been determined that the previously submitted report (B)(4) was sent in error. After further review it was confirmed that the product was not used on a human but on an animal and completed. MFR#: 1920898-2023-00808 is void as a result.

Event description:
It was reported that whils using 2 of the bd ultra-fine¿ insulin syringes the cannula dimension was incorrect. The following was translated from portuguese to english: a dog's caregiver got in touch stating that she had been using bd syringes for the treatment of her pet for a few months and on 26-10 when she went to use the package from batch 2122261 a fab 06-22 val 05-27 2 syringes were larger and thicker than normal and was unable to insert them into the animal's skin, he managed to use 2 other syringes but with great difficulty in application, the client has already discarded the used syringes and has 6 syringes for collection and two unopened packages from the same batch, he reported that you don't want to use for fear of them being the same.

Event description:
It was reported that while using 2 of the bd ultra-fine¿ insulin syringes the cannula dimension was incorrect. The following was translated from portuguese to english: a dog's caregiver got in touch stating that she had been using bd syringes for the treatment of her pet for a few months and on 26-10 when she went to use the package from batch 2122261 a fab 06-22 val 05-27 2 syringes were larger and thicker than normal and was unable to insert them into the animal's skin, he managed to use 2 other syringes but with great difficulty in application, the client has already discarded the used syringes and has 6 syringes for collection and two unopened packages from the same batch, he reported that you don't want to use for fear of them being the same.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.